Event description:
Rhf existed pre-left ventricular assist device (lvad) therapy. A device related issue was considered to cause and contribute to rhf, but it was unknown how. The patient was acute on chronic systolic heart failure with ischemic cardiomyopathy (icm). There was an ejection fraction of 20-25%. The patient was acute on chronic right-sided heart failure and were on impella rp flex since (B)(6) 2025. The patient had septic shock due to pseudomonas aeruginosa bacteremia. The patient had coronary artery disease (cad). The patient had moderate aortic regurgitation and severe mitral regurgitation. They were status post tricuspid annuloplasty. They had acute kidney injury (aki) on chronic kidney disease (ckd). The patient was anuric and it was likely cardiorenal with/without pigment nephropathy. The patient had acute hypoxemic respiratory failure and were on a ventilator. There was bilateral pleural effusions status post right thoracentesis on (B)(6) 2025. The patient had a history of stroke. The patient was hemodynamically stable on low-dose vasopressors and impella rp flex but with persistent severe elevation of left and right heart pressures, worsening renal function and anuria despite normal cardiac output. They continued heartmate 3 lvad support at 5400 revolutions per minute (rpm). The patient continued impella rp flex support at p7. Sensor was unable to detect flow. There was evidence of hemolysis. Impella rp flex explantation needed to be considered, however, the patient was unlikely to tolerate it from an rv failure standpoint. The patient weaned vasopressors as tolerated. They continued on bumex 2 mg/hour. Nephrology was consulted to discuss hemodialysis as an option. At the family meeting, it was discussed that the patient had septic shock due to pseudomonas bacteremia on a background of severe biventricular heart failure with an under supported left ventricle (lv) and refractory rv failure despite rv support with impella rp flex. The patient had worsening renal function and would require hemodialysis, which they were unlikely to tolerate. It was likely that the patient's impella rp flex was exacerbating their renal dysfunction, however, it was unclear that they would tolerate explant. It was noted that an upgrade to a protek rvad would be an option, but it was unclear what the exit strategy would be. The patient was inactivated on the orthotropic heart transplantation waitlist due to severe illness. The patient had routine hemodynamics. The patient was on antibiotics and heparin. Heart failure medications were held because of sepsis. The patient continued on amiodarone at 0.5 mg/min and on mexiletine 150 mg twice a day. The patient had strict inputs and outputs and daily weights. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
A4 patient weight not provided. Additional h6 codes: 2041 - renal failure. 2484 - respiratory failure. 2010 - pleural effusion. 1770 - stroke/cva. 1886 - hemolysis. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right heart failure (rhf). The patient had right ventricular (rv) hypokinesis on (B)(6) 2023. The patient had dilated and hypokinetic rv on (B)(6) 2024. The patient had a right ventricular assist device (rvad) placed on (B)(6) 2025. There was no device related issue that contributed to the rhf, and the device operated as expected. The patient was listed for heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(6), and the reported events could not be conclusively determined through this evaluation. The device was not explanted or returned for evaluation. Multiple attempts were made to obtain details regarding the onset dates of the severe mitral regurgitation, renal disfunction (aki/ckd), respiratory failure, infection, and stroke; however, no response was received. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events (including death, right heart failure, infection, respiratory failure, sepsis, renal dysfunction, stroke, hemolysis, and cardiac arrhythmia) that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, instructions for how respond to infection are provided. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.